Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer's blood glucose (bg) level was 800 mg/dl with high ketones. Ketone levels identified as life threatening by their health care provider. Customer addressed the elevated bg by a manual insulin injection. The customer went to the emergency room and was subsequently admitted into the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 23.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.